Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a mother reporting for her (B)(6) son from the united states. The consumer was allergic to eggs, peanuts, tree nuts, strawberries and sunflower seeds. He was not taking any concomitant medications. On (B)(6) 2012, the mother applied band-aid brand adhesive bandages disney pixar toy story on her son, one band aid, cutaneously to cover a wound on left inner thigh (lot number 1461b, expiration date unspecified). After two days, he experienced breathing difficulty, hives with redness and irritation under the ends of the band-aid on left inner thigh. He did not use the device further. The school nurse gave him liquid diphenhydramine. A pediatrician was consulted who treated him with two mini nebulizer treatments with albuterol and performed a chest x-ray which was normal. He also prescribed albuterol inhaler to be used every four to six hours as needed. After an unspecified duration, the event of breathing difficulty was resolved and the event hives with redness and irritation did not resolve. This report was assessed as serious (required intervention). The company causality was assessed as possible.